Manufacturer narrative:
This report is filed april 8, 2016.

Manufacturer narrative:
This report is filed february 8, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site, resulting in migration of the receiver stimulator and electrode array. Subsequently, revision surgery was performed to rotate the skin flap (date not reported). During the surgery, the patient's surgeon attempted to re-insert the electrode array; however, insertion was unsuccessful due to fibrosis. The patient was placed on IV antibiotics (duration not reported) to treat the infection; however, treatment was unsuccessful resulting in the decision to explant the device. The device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device as of the date of this report, februray 8, 2016.